Event description:
A customer experienced a problem with the angel wing blood colleciton system. The customer reports that after completing a veni-puncture procedure they attempted to activate the safety shield and it would not activate, thus incurring a contaminated needle stick.